Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. It is unclear when the alleged inaccuracy issue began. The reporter indicated that at 10pm on (B)(6) 2017, the patient obtained an alleged inaccurately high blood glucose result of ¿338 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin, which she self-adjusts. The reporter alleged that 1 hour prior to obtaining the alleged inaccurate result, the patient had developed symptoms of ¿shakiness and not feeling well.¿ the reporter indicated that the patient did not do anything additional to her usual diabetes management routine and had some food/drink at 10pm on (B)(6) 2017. During troubleshooting, the cca noted that the patient¿s test strips were within expiry date and had been stored correctly. The reporter confirmed that the meter was set to the correct unit of measure. The reporter did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event and the lifescan products cannot be ruled out as a possible cause or contributor to the event.